Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the doctor fired the first stapler and when he opened it, the staplers were deployed only on one side of the stomach. It was reported that the specimen side opened because the stapler did not form a b-shape at all. Another cartridge had to be used to complete the case. It was reported that there was no staple formation on all the line of the stapler (proximal, distal and central) but only on the specimen side. There was no patient injury.